Event description:
It was reported that a system alarm occurred. An ekosonic catheter was selected for use during a unilateral arterial thrombolysis procedure. Approximately 2 hours into the procedure, an "all msd groups disabled" alarm occurred. At this time, the catheter connections were checked. There were no bent pins or fluid ingress. The control unit had already been swapped for a new one with new connector interface cables, but the alarm still persisted. Further troubleshooting continued per protocol. The alarm was not able to be resolved; therefore, the ultrasound was turned off and the procedure was completed via running the catheter as a standard infusion catheter. No patient complications were reported.

Manufacturer narrative:
The usc came back for analysis. Tool marks and delamination of the shaft were observed at 34.2cm, 27.6 cm, and the proximal 19.4 cm of the device. Salt crystals were seen at the delamination near 7.6 cm, which is evidence of electrical activity. The shaft was opened and char from an electrical short was seen from 6.3 cm to 8.7 cm. The field event log from (B)(4) shows the therapy on (B)(6) 2020 was performed with a 50cm catheter ((B)(4)). At 1.8 hours into the therapy no_groups_enabled alarm occurred due to phase angle on all 5 groups outside of spec range (35 to -50 degree). The alarm persisted. A few minutes later the catheter was disconnected, and the control unit was powered off.

Event description:
It was reported that a system alarm occurred. An ekosonic catheter was selected for use during a unilateral arterial thrombolysis procedure. Approximately 2 hours into the procedure, an "all msd groups disabled" alarm occurred. At this time, the catheter connections were checked. There were no bent pins or fluid ingress. The control unit had already been swapped for a new one with new connector interface cables, but the alarm still persisted. Further troubleshooting continued per protocol. The alarm was not able to be resolved; therefore, the ultrasound was turned off and the procedure was completed via running the catheter as a standard infusion catheter. No patient complications were reported.